Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead was placed and values were within normal range but the lead was not capturing. The lead was repositioned from the septum to the apex with no change in capture. Another lead was implanted. No patient complications have been reported as a result of this event.